Manufacturer narrative:
Multiple medical device types: fpa. Multiple common device names: intravascular administration set. Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode with the incident lot was observed. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue.

Event description:
It was reported for the bd vacutainer® push button blood collection set, the upper part of the male luer was partially missing and blood leaked from there. No serious injury or medical intervention. No report of blood exposure to mucous membrane.